Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of air bubbles anomaly in the reservoir. The customer's blood glucose level was unknown. The customer stated that she wanted a walk through on changing her set. The customer mentioned air bubbles while filling the reservoir. The customer was able to purge the air bubbles back into the vial.